Event description:
The customer reported that the pod was activated on (B)(6) 2013 at 10:41am. On (B)(6) 2013: 10:41am started basal of 1 unit (u); 10:47am 197bg (blood glucose); 10:49am bolused 1.9u; 12:45pm 109bg; 12:26pm ate 75 carbs and bolused 14u; 2:34pm, 75bg; 3:01pm, 72bg; 3:25pm, 88bg; 6:58pm, 48bg; 7:09pm, 29bg; 7:17pm, 56bg; 7:22pm ate 89 carbs and bolused 11.4u; 8:37pm, 87bg; 9:30pm suspended basal; 9:31pm resumed basal at 0.75u; 10:01pm, 58bg; 10:33pm, 50bg; 10:37pm suspended basal; 10:49pm basal of 0.60u started; 11:04pm, 81bg. On (B)(6) 2013: 12:00am, 0.60u basal; 2:00am, 187bg; 7:24am, 250bg ate 38 carbs, bolused 8u; 8:27am, 318bg, bolused 2u; 10:02am, 224bg; 10:30am suspended basal; 10:38am resumed basal at 0.70u; 11:01am, 177bg, bolused 0.75u; 12:21pm, 142bg; 12:27pm ate 75 carbs, bolused 8.25u; 2:05pm, 157bg; 2:51pm, 150bg; 6:49pm, 251bg, ate 25 carbs, bolused 5.35u; 7:04pm 17 carbs, bolused 1.85u; 8:55pm, 171bg; 11:23pm, 187bg. On (B)(6) 2013: 12:00am basal 0.70u; 2:00am, basal 0.90u; 2:01am, 171bg; 7:33am, 180bg; 7:51am, 180bg, 38 carbs, bolused 6.6u; 8:00am 0.70u basal; 12:04pm, 111bg; 12:08pm 76 carbs, bolused 7.4u; 4:08pm, 235bg bolused 2.0u; 6:48pm, 288bg, bolused 3.05u; 6:54pm, 60 carbs, bolused 8u; 8:37pm, 467bg. Customer removed the pod at 8:41pm on (B)(6) 2013 and said that the cannula has been pulled out and that he smelled insulin.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.